Event description:
The customer reported that the left monitor was flickering and intermittently going out. This resulted in an intermittent loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply voltage was adjusted. The system was then found to be operating as intended.